Event description:
A patient underwent a laparoscopic sleeve gastrectomy with omentopexy procedure on (B)(6) 2025 and topical skin adhesive was used. Skin incisions were closed with absorbable suture and skin glue. Skin glue: upon pressing the liquid chamber to let the liquid out, part of the broken glass containing the liquid stuck out of the outer chamber poking into the scrub tech¿s gloved finger. There were no patient consequences reported. However, staff injury was noted due to incident mentioned above. Device is available for return. It was noted medication provided to treat user, scrub tech. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: everything went according to plan until the end of the procedure. Excellent hemostasis noted. Accurate needle, sponge, instrument and specimen count obtained. After infiltration of local anesthetic. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. What was done to treat the shard penetration? Ans. Surgical tech was sent to employee health services; medication applied. 2. Was medical or surgical intervention required? Ans. Medical intervention only 3. Was there any special diagnostic test performed? Ans. No 4. What is the status of the surgeon injury today? Ans. The injured personnel was a surgical/ scrub tech (not the surgeon). Healed ¿ injured personnel already back at work. 5. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Ans. No, it wasn¿t difficult nor was there extra force applied. 6. Was the ampoule crushed repeatedly? Ans. No 7. Can you identify the lot number of the product that was used? Ans. Lot # 106raz please let us know if product is or is not available for return. A user facility medwatch form was received: # mw 0501290000-2025-8010. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation, h10 related report numbers. Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). H3 evaluation: product sample received for analysis. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. In addition, the packaging opened was returned along with the instrument. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.